Event description:
It was reported that there was a volume discrepancy. The expected reservoir volume was 10ml and the actual reservoir volume was 36.5ml. The pt experienced a lack of therapeutic effect. The type of medication, concentration, and daily dose being administered via the pump were not reported. Add'l info has been requested from the hcp, a f/u report will be sent if add'l info becomes available.